Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during the implant procedure, the lv lead dislodged when the sheath was split due the stylet getting stuck in the proximal part of the lead. The lead was removed and replaced without incidence. The patient was stable.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.